Event description:
It was reported that the patient presented in clinic for follow up due to symptoms of light headedness. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2021 the physician elected to cap and replace the rv lead. The patient condition was stable.